Manufacturer narrative:
A.1.-a.5. Patient information were not provided. D.4. The complained bcd vanguard is a non sterile component sold to an assembler in japan. The expiration date of the sterile componenen is unknown. The complained bcd vanguard (catalog number 050228j) is not distributed in the USA, therefore the UDI is not applicable. G.5. The product item 050228j is not distributed in the USA, and it is similar to the bcd vanguard item 050228, which is distributed in the USA (510(k) number: k934847). H.4. The complained bcd vanguard is a non sterile component sold to an assembler in japan. The manufacturing date of the sterile device is unknown. H.10. Sorin group italia manufactures the bcd vanguard. The incident occurred in japan. The cardioplegia heat exchanger was assembled by a japanese sterile circuit assembler and was tested by the assembler. Their test confirmed air intake. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia has received a report that, after priming was completed and the unit was connected to the circuit on the surgical side, air was observed in the top of the air chamber of the bcd vanguard cardioplegia heat exchanger. The event occurred while the pump was stopped. The procedure continued after changeout of the cardioplegia heat exchanger. There is no report of any patient injury.

Manufacturer narrative:
H10: review of complaints database pointed out no further similar cases notified for batch concerned from the market. The unit was requested back for investigation at livanova facility. Involved part was visually inspected and no evident damage nor misplacement of umbrella valve was noticed. A subsequent functional test with methylene blue was performed to evaluate potential de-priming of the unit. It is expected that if the umbrella valve is correctly working, the device remains full of fluid even after opening the tubing at the inlet. On the other hand, if the umbrella is not correctly working, air intake will occur as soon as the inlet is opened. Once the inlet line was opened, the level of fluid inside the device gradually lowered due to drop by drop fluid loss from the inlet line. Valve was slightly manipulated and re-seated but the emptying of the unit did not stop. Emptying of the device was reproduced during de-priming test, therefore it can be concluded that the root cause of reported event was a defective umbrella valve. No concerning trend for reported failure has been pointed out from post market analysis, therefore no specific action is currently deemed necessary.

Event description:
See initial report.